Event description:
Additional information received indicates that this device was explanted. Of note, the patient kept getting sepsis so they extracted the system. The competitor lead was not tested with a pacing system analyzer (psa). No additional adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that there is a cored hole in the right ventricular (rv) tip seal plug. Likewise, visual inspection verified full lead insertion by evidence of lead seal ring marks in the header ports. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was not able to confirm the clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.